Event description:
During robotic surgical procedure the surgeon noted that grasper forceps handpiece would not retract from the curved cannula assembly. After several attempts the complete grasping forceps and cannula assembly was removed from the robotic arm and exchanged with a new grasper/forceps set. The surgery was completed without further incident. The surgeon noted that the cannula had cut through the grasper forceps insulation coating and prevented the forceps from being removed from cannula. Surgeon noted that all of the forcep material remained intact and did not enter patient surgical field. Both cannula and attached forceps sent to biomedical for evaluation and reporting to manufacturer.======================manufacturer response for robotic grasping forceps, crocodile grasper (per site reporter).======================manufacturer issued RMA for return and evaluation.what was the original intended procedure?robotic surgical procedure.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.